Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient went to sleep sometime after the wearable was put on the arm. However early in the morning, the husband noticed that she was unconscious. He also noticed that the dexcom mobile device showed wearable failure. No mention of sound coming from the mobile device or last known cgm. When he checked bg using finger stick it was 600 mgdl, so he called an ambulance. She was rushed to the hospital. When emergency medical team (emt) arrived, they took a finger stick and the reading was around 900 mgdl. She cannot remember the medications given to her by the emt or at the hospital. She said that she stayed at the hospital for almost a week but can't remember the exact days. She was furious and fine during the call. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.